Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08015. It was reported that a shaft break occurred. The 20mm in length target lesion was located in the mildly tortuous and moderately calcified, 3.8mm in diameter ostium of the right coronary artery (rca). Rotablation was successfully completed with a 1.50mm burr, followed by inflation of a 3.0 x 15 mm and a 4.0 x 10 mm unspecified balloon catheter. A 4.00x24mm promus element plus stent delivery system (sds) was selected however, the sds was unable to cross the lesion and the shaft broke. Another 4.00x24mm promus element plus sds was selected, the device was placed in the lesion and the shaft broke again. The devices were removed intact nothing left inside the patient. The procedure was not completed due these events. No patient complications were reported and the patient's status is stable.